Event description:
During the course of an investigation of an adverse event, it was determined that a prior event had taken place at this facility. Orthocon was not previously informed about this by the user facility. A heart valve replacement surgery employed hemasorb for sternal hemostasis. Drainage from the incision site was observed. The cause was investigation.

Manufacturer narrative:
No conclusion can be drawn at this time. Aerobic, anaerobic and fungi tests were performed by the user facility for drainage from the pt. All testing came back negative. The cause for the drainage could not be determined. The medical facility determined that no infection was present. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. Orthocon was unable to identify any pt, specific device and date of clinical procedure info during its investigation. A review of the batch mfg records for all devices sent to the facility and potentially used in the case was conducted and all batches met all finished goods release criteria. The clinician was properly trained on the use of hemasorb.